Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: [(B)(6)]). D9: <(><<)>no>. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the physician removed the tether quickly. This resulted in removing the delivery system whilst the tether was not completely removed, dislodging one or more tines without the leadless ipg dislodging from the right ventricular (rv) septum. Increased thresholds were also noted. The physician decided to leave the leadless ipg in place. The next day the leadless exhibited no capture on presenting electrograms (egm). The leadless ipg was in activated and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.